Manufacturer narrative:
Samples were centrifuged for 15 minutes at 3000g.qc was within specifications on the day of the event and the day after.a system check performed on 4/22/10 was within specifications. A clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) falsely reactive toxo igg results generated by the unicel® dxl 800 access® immunoassay system.upon repeat, and on a subsequent sample the results were non-reactive.no reports of death, injury, or change to patient treatment have been reported in connection with this event.